Event description:
The customer reported that the collimator was in the field of view, and there was poor image quality. Also, the camera would not rotate the image.

Manufacturer narrative:
(B) (4). The ge service rep corrected the broken sense line in the hv cable assembly. The shot log file indicates that the system was in manual fluoro mode causing the system to not allow the kvs to track and give dark images. The artifact in the saved image appears to not be an item in the imaging chain and probably a piece of equipment or the procedure table that was external to the c-arm. The system operates as intended. (B) (4)